Manufacturer narrative:
Device remains in service. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Event description:
Additional information was received that the patient chose not to have the implantable cardioverter defibrillator (ICD) explanted as their ejection fraction had improved. Currently the patient received a shock, however the reason for the shock was unable to be determined due to the depleted battery status and the device having limited function. The physician also sent the patient through an MRI, even though it is contraindicated for this device. A revision procedure was performed where the ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.